Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -8.0/+4.0/38 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2023. The patient experienced low vault with rotation, refractive change over time, incision enlargement and a mild corneal oedema. Reportedly "after consultation with the surgeon -mild corneal edema was expected at it was an initial patient specific of cornea tendency of cornea". On (B)(6) 2023 the lens was exchanged for the same model and similar power; longer length and the problem was resolved. Status of the eye was reported as "mild corneal edema - temporal peripheral part. Os refraction +0.75/-1.75 ax 5". The cause of the event as unknown. H6- health effect- clinical code: 4581- " incision enlargement." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.0/4.0/038 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting with rotation; refractive change over time after the lens had rotated. On (B)(6) 2023 the lens was exchanged with a longer length lens and an incision enlargement was also reported. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).